Manufacturer narrative:
This supplemental report is being submitted to provide the additional information. Additional information from the endoscopy support specialist (ess) was as follows: ess confirmed that air/water channel cleaning adapters were not provided for endoscopes in the facility. The facility purchased sufficient number of air/water channel cleaning adapters. Ess recommended to replace mb-155 because it was worn and corroded. Also, ess recommended to keep a spare leak tester for back-up. In addition, the legal manufacturer (lm) reviewed the content of this complaint for further investigation. As the result of DHR review, it was confirmed that the subject device was shipped from the factory in accordance with specifications. No root cause analysis was performed since there was no device malfunction. According to the device failure report, it was confirmed that the subject device was not repaired in the past one year. The legal manufacturer reported that in the IFU, there is warning of the possibility about infection caused by improper reprocessing is described.

Manufacturer narrative:
As part of our investigation, while onsite the ess provided the customer with an in-service that included: pre-cleaning, modified manual cleaning, and storage in accordance with the manufacturer¿s recommendations. The customer utilizes a non-olympus automatic endoscope reprocessor (aer). The ess reported that the customer was informed about the importance of the using the single use valve properly. The ess recommended that the customer contact the manufacturer of the aer for proper instructions and guidelines. The device will not be returned to the service center for evaluation. The instruction manual states in the ¿reprocessing before the first use/reprocessing and storage after use¿ section that ¿after using this instrument, reprocess and store it according to the instructions given in the endoscope¿s companion reprocessing manual. Improper and/or incomplete reprocessing or storage can pose an infection control risk, cause equipment damage, or reduce performance.¿

Event description:
The service center was informed that during an onsite in-service for quarterly training with an endoscopy support specialist (ess) it was noted that the customer was not utilizing the air/water cleaning adapter during the pre-cleaning of the scope. The ess also discovered the staff was reusing single use air water valves. There was no patient infection, patient involvement or device positive culture reported.